Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4). Do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly."

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The date of issue is an approximation. After the sensor was inserted, the patient immediately started to experience skin irritation. On (B)(6) 2017, the patient visited their dermatologist. The dermatologist prescribed a steroid cream to treat the affected area. At the time of contact, the patient was feeling well. No additional or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom received additional information on (B)(4) 2017 regarding the adverse event. The patient stated that they also had been wearing the sensor on their hip. The patient stated that they first started experiencing the skin reactions in approximately (B)(6) 2017. It was indicated that the reactions typically began by the third day of the sensor application and would remove the sensor by day 5 or 6. The patient described the skin reaction as itchy with redness, pimples, discharge and pus. It was indicated that after the skin reaction would resolve, a scar would remain after 2 weeks from the skin onset. The patient stated that they have applied iv3000 to help with the adhesion of the sensor. They also used skin tac which seemed to exacerbate their skin reactions. The patient stated that their physician recommended flonase and it seemed to slightly decrease their skin reaction. The steroid cream that was prescribed to the patient on (B)(6) 2017 was triamcinolone topical cream. No additional patient or event information is available.